Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and alarm was generated when a power failure is detected. Self test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 24 found on (B)(6) 2022. The pump passed the displacement test, active current test, sleep current test and self test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 24 was found in the history files on (B)(6) 2022 at 15:56:00.000 (line number = 2061, file number = 33), unable to verify voltages in the long trace and detail trace to determine the voltages that trigger pump error 24. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor, and in corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, cracked case (battery tube), pillowing keypad overlay. Pump error 24 found was confirmed, isolated to the electronic assembly. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.